Manufacturer narrative:
A (B)(6) healthcare service representative performed a checkout of the system and confirmed the reported issue. The housing was replaced to resolve the reported issue. No report of patient involvement. Unique device identifier (B)(4).

Event description:
The hospital reported that the housing was damaged. There was no report of patient involvement.